Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Patient enrolled into the create pas trial. The subject had a major ipsilateral stroke with aphasia dysarthria, right hemiataxia, post stent-implantation. A vessel spasm was also reported at the filter site during the procedure. The patient was then transferred to the neuro crisis center. Please reference MDR 2183870-2011-00076 for the protege rx used in this procedure.